Event description:
Per maude event report: (B)(6) 2014: "kronner manipujector (humi) was tested by surgery and balloon inflated. Once tubal ligation procedure was started, surgeon noted that uterus was not moving correctly. Humi was withdrawn from uterus and it was noted that the balloon was not working". (B)(4).

Manufacturer narrative:
On 03/27/2015: ref. E-complaint -(B)(4). Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was not returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. On 12/14/2015: investigation summary report : initiated manufacturer's investigation, no sample returned, review DHR. The reported complaint for the event that the "balloon was not working" cannot be verified or confirmed as the affected sample is not being returned. If the affected sample is however returned in the future and made available, the complaint may be reopened and amended as needed. The kroner manipujector is manufactured by an outside supplier for csi where it's only packaged and labeled. The supplier tests each device for acceptability and certifies to the same, see attached c of c package. Csi incoming inspection also samples each receipt to assure its acceptance and compliance, see the attached csi iqc inspection results for visual and balloon functional. A review of the lot DHR did not reveal any abnormalities. Corrective action is not applicable as the affected sample is not being returned for investigative analysis, root cause is indeterminable. Per bsr-qar-026 this complaint will be monitored for trending in that no injury was reported to end user, or patient.

Event description:
Per maude event report received: volun 28-nov-2014: kronner manipujector (humi) was tested by surgery tech prior to use on back table. Placed in uterus and balloon inflated. Once tubal ligation procedure was started, surgeon noted that uterus was not moving correctly. Humi was withdrawn from uterus and it was not moving correctly. Humi was withdrawn form uterus and it was noted that the balloon was not working." Reference e-complaint number: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for eval. Once this investigation is completed, a f/u report will be filed.